Manufacturer narrative:
The customer informed physio-control that the device will not be returned to physio for an evaluation. Their device will be sent to a third party service agent for repair. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device is not recognizing when therapy electrodes are attached and while testing, the device displayed a white screen and the device appears to be locked up. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device is not recognizing when therapy electrodes are attached and while testing, the device displayed a white screen and the device appears to be locked up. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.